Manufacturer narrative:
70-0357-s "acu-loc® 2 vdr plt std r" batch 499755, physical batch 492080. Notes on examination with/without magnification include surface wear/scratching/damage on faces of the plate; this damage extensively covers the device but is largely cosmetic. Damage appears to focus mostly near holes that mate with screws. Locking thread in holes appears largely undamaged. Additinal mdrs associated with this event: 3025141-2022-00002: screw 1. 3025141-2022-00003: screw 2. 3025141-2022-00004: screw 3. 3025141-2022-00005: screw 4. 3025141-2022-00006: screw 5. 3025141-2022-00007: screw 6. 3025141-2022-00008: screw 7. 3025141-2022-00009: screw 8. 3025141-2022-00010: screw 9. 3025141-2022-00011: screw 10.

Event description:
A routine plate removal was performed on the patient. During removal, one screw broke. Removal of the broken screw was performed using a k-wire and widening the screw hole. There was a 30 minute delay in surgery time as a result.